Event description:
The customer reported being hospitalized due to low blood glucose of 21mg/dl. The customer was experiencing high and low blood glucose for the past three to four months. Troubleshooting was performed. The customer's most recent glucose reading was 270mg/dl. The customer stated having often bent cannulas. Reviewed the programming and found that the daily totals were lower than the bolus and basal history. It was reported that the customer has lost weight. The customer stated that the insulin pump was exposed to a full body scanner at the report in multiple occasions. The customer also mentioned that the insulin pump was damaged at the bottom of the reservoir compartment while was dropped. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.